Event description:
Patient presented to the physician with pain at the ipg site following a fall. Imaging was performed which confirmed the ipg had flipped upside down. Physician brought the patient into the or, repositioned the ipg back to the original orientation, re-sutured, and closed.